Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens, but the lens did not unfold properly in the patient's eye. The lens was removed with no patient injury and the back-up lens was implanted with no problem. The reporter stated the patient is doing well very well and their bcva is 20/15.

Manufacturer narrative:
Lens did not unfold properly. Evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.